Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the nurse that there was an atrial lead warning and polarity switch observed from the most recent carelink report. The lead had low impedance paces and there were three hundred sixty nine mode switch episodes and on the atrial high rate episodes there appear to be nonphysiologic sensed beats. Reprogrammed to dvir, lead remains in use. No further patient complications have been reported as a result of this event.